Event description:
Novasure - was told by dr, would work. After 5 1/2 months no change in cycle. Period was 10 days long with heavy bleeding and large clots. Three years later, only noticeable change was clots but they are slowly coming back. Cycle still remains at 10 days. In 2008, was told I had endometriosis but nothing was done. Weeks before my novasure I was told I had a fibroid.